Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unreadable lcd screen was confirmed. The returned system controller, serial number (B)(6), returned with a blank screen. The lcd screen from the controller was swapped with a functional lcd. The lcd functioned as intended without any issues. The controller then underwent testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the blank lcd was conclusively determined to be due to an issue with the lcd display; however, a further root cause for the lines in the lcd was not able to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
After the pocket controller was connected for a few days, the patient could no longer see the readings on the lcd display when pressing the display button on the controller. So, the pocket controller (pcx-19071) was exchanged, and will be returned for evaluation.